Event description:
Reportedly, on (B)(6) 2020, a follow-up of a reply dr pacemaker was performed. When trying to print a follow-up report, the following error message was displayed: 'there was an error found when printing the document reply dr w2.92 307zu88e_09112020 to lpt2. The device is not connected. Do you want to retry or cancel the job?' The programmer software version installed was smartview 3.02 j.

Event description:
Reportedly, on (B)(6) 2020, a follow-up of a reply dr pacemaker was performed. When trying to print a follow-up report, the following error message was displayed: 'there was an error found when printing the document reply dr w2.92 307zu88e_09112020 to lpt2. The device is not connected. Do you want to retry or cancel the job?' The programmer software version installed was smartview 3.02 j.